Manufacturer narrative:
The lot was manufactured from february 11, 2017 ¿ february 14, 2017. The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection on the unit via the naked eye noted evidence of leak/backflow at the fillport when the fillport cap was removed. The reported condition was verified. Further examination on the unit revealed the cause of the leak/backflow condition was due to a white particle approximately 2.25 mm in length lodged under the checkband. The white particle was subsequently identified to be acrylic material via fourier-transform infrared (ftir) spectroscopy test. The cause of the particulate matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow/leaking was observed from the fill port of a small volume infusor. While the customer was filling the infusor with fluorouracil and saline, fluid back flowed from the fill port. There was no patient involvement. No additional information is available.